Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there has been no sample returned for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, the results are inconclusive and therefore, this complaint could not be confirmed. Establishing a root cause and an appropriate corrective action for the reported issue is not possible without the sample to investigate. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Reporter indicated shortly after successful placement noticed the dressing was saturated. Upon inspection, the hub did not appear to be cracked so they changed the extension set and dressing. After a time noticed the dressing was again wet (to the point of sliding). Inspected the hub and again, didn¿t appear to be cracked. Changed the extension set again. Eventually switched to a needless connector that appeared to be working as of the morning of 12/9/24. Piccs are still in-dwelling (will be saved to send in when lines are pulled) as of now. They switched to putting in their backup footprint 28g and noted that they have had no issues with the same extension sets. Was also noted that seemed to be fine with 1-2ml/hr flow, but when flow was increased to 17ml/hr leaking occurred.